Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts smoothly with no anomalies.

Event description:
It was reported that intra-operatively, the lead was attempted but not used due to placement difficulty. It was further reported that the lead helix had retraction issues and the physician said the lead felt "funny." The physician requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.